Event description:
During a lobectomy procedure, one side of the staple line was stapled, but the other side of staple line had malformed staples. It was open shape. Another device was used to complete the case. There were no adverse consequences to the patient.